Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID 8709 serial# (B)(4) implanted: (B)(6) 2000 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 20mg/ml morphine at a dose of 9.5 mg/day via an implantable infusion pump for non-malignant pain. It was reported by the hcp that the patient's therapeutic benefit had decreased over the past few months (no date of beginning symptoms was provided). A catheter dye study was attempted on (B)(6) 2017 but the hcp stated despite access the catheter access port (cap), he was not able to aspirate any fluid. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The hcp attempted to remove the old catheter, however, the hcp was unable to locate the spinal segment so he cut and tied off the old catheter in the pump pocket. The new catheter was placed with good cerebrospinal fluid (csf) backflow. It was unknown if the issue was resolved at the time of this report. The patient's status was "alive- no injury". The patient's concomitant medications included oral opioids (unknown medication and dose).